Event description:
It was reported that the pt had to be revised as one of the screws has passed through the plate's screw hole.

Manufacturer narrative:
Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as the investigation result is available an amended MDR report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).